Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient felt unwell and dizzy. In clinic pauses were observed and also there was oversensing on the ventricular channel that caused pacemaker inhibition. The device and lead were replaced. Patient was in a stable condition after procedure.